Manufacturer narrative:
The report of ¿unable to remove extension¿ was confirmed. As received, there was a terminal end lead extension (a) stuck in the header port 1-8 of ipg (manufacturer report number 1627487-2021-16941). Minimal destructive analysis was used in order to remove the stuck terminal end. The terminal end was 2.5cm in length and the end contact (the one that the setscrew engagement marks would have been seen on) was also torn off in the removal process. The cause of the stuck lead extension is unknown; however, it is consistent with the extension not being fully inserted and the setscrew being excessively torqued down causing the contact to flatten on one end. Since the contact in question was torn off in the removal process there is no evidence for investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: corrected h6 health effect - impact code and medical device problem code.

Event description:
Related manufacturer reference number: 1627487-2021-17006. It was reported that during an ipg replacement surgery on (B)(6) 2021 (reference manufacturer report number: 1627487-2021-16941) the physician was unable to remove the extensions from the ipg. Reportedly, the ipg header was cut open to remove the extensions. After removing the extensions it was noted that the proximal tips looked damaged. As such, the extensions were explanted and replaced with new extensions to address the issue. Reportedly, therapy was confirmed post operatively.